Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site after the pocket became shallow due to non-device-related weight loss. The patient underwent a procedure where the ipg was repositioned. The patient was doing excellent postoperatively.